Manufacturer narrative:
Concomitant medical products: 6984m adaptor, implanted: (B)(6) 2006, 1688tc x 2 st. Jude lead. Implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds, high impedance, and was unable to pace from the cathode of the lead. A fracture was confirmed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.